Event description:
Medtronic received information regarding a navigation system being used for a tumorectomy. It was reported that when the corresponding device was connected and used as usual, it did not respond to magnetic field, and the installed instrument could not be navigated. The procedure was completed by using an equivalent product without issue. There was no delay and no impact on patient outcome.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733533, serial/lot #: (B)(4), ubd: 28-nov-2020, UDI#: (B)(4). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.